Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and got exposed to moisture. The customer stated that there was fluid under the lcd display. The customer stated that they received a button error alarm at the end of call. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.